Event description:
Restenosis was found nine months after the procedure.

Manufacturer narrative:
As reported, this patient was treated for an in-stent restenosis lesion (unknown manufacturer) in the distal right coronary artery (rca). Two 3.0x13mm cypher stents were deployed. Additional details regarding the lesion, vessel and procedure were not available. Nine (9) months later, focal restenosis was observed at the proximal end of the implanted cypher. Fibrin thrombus was also observed but cell growth was rare. Ivus was conducted and black hole was observed and so proteoglycan was suspected. This state was equivalent to 3-14 days after bms implant. Additional information was not available. Please note that this product, (cjs13300, lot no. Unknown) is not distributed in the united states. However, it is similar to the us distributed device, cxs13300. Since it is not known which device is the actual complaint product, this report represents notification of two products with the same catalog number, that were used in the same procedure. These products are not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.